Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore, functional testing could not be performed. A sterile retained sample from this lot was visually examined and tested for ring retention force (retention of rings in jaw). Both left and right rings well exceeded the minimum ring retention force. There was nothing nonconforming in the retained sample. According to the device history record, the devices met specification prior to market release. Hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.

Event description:
It was reported that a batch of 2.5 mm couplers did not work properly. Upon closing the winged jaw assembly, the coupler rings fell off. Two (2) packs of 2.5 mm couplers were discarded, the surgeons salvaged the remaining couplers, although the couplers were not working properly. No further details are available.